Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation had changed, was uncomfortable and in the wrong location due to a recent fall. It was also reported the patient's lead had migrated. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where his lead was repositioned.